Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: medical device problem code "3190 - insufficient information" corrected to "2993 - adverse event without identified device or use problem" manufacturer's investigation conclusion: there were no reported device-related issues. It was reported that the patient underwent a transplant on (B)(6) 2022. No additional information was provided, and mlp-009096 was not returned for evaluation. The relevant sections of the device history record for mlp-009096 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the hm 3 lvas patient handbook, are currently available. No device related issues were reported by the customer. No further information was provided. The manufacturer is closing the file on this event.